Event description:
No information was received concerning nature of the event. No event was rpeorted, however physicial examination of the returned device reasonably suggests that a leak may have occurred. This event is being reported as inamed's approach to complicance is to resolve all doubts in favor of reporting.